Event description:
It was reported that, during an acl surgery, the "8mm x 30mm biorci screw (ha, sterile)" broke at distal section when it was inserted in the tibia. The broken screw was left inside the patient's bone and was not removed as it hold the graft. Additionally, a stapler was put in order to achieve a better fixation. The procedure was successfully completed by changing the surgical technique. There was no significant delays and no further complications were reported.

Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the subject device and the reported incident. The complaint was not verified. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the manufacturing procedure for biorci®-ha screws found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, or associated sops. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an acl surgery, the "8mm x 30mm biorci screw (ha, sterile)" broke at distal section when it was inserted in the tibia. It was not possible to remove successfully all the pieces from the patient; therefore, some fragments were left inside the patient. The procedure was successfully completed without significant delay using a stapler as an alternative device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.